Manufacturer narrative:
The reported magnum 2 device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established as the implant was received fully deployed. From the information provided, when the suture was pulled out one of the anchors pulled out. Customers complaint was confirmed as our visual inspection shows the device was received in a full deployed condition and its implant was received fully deployed with white magnumwire. Based on information provided, the patient had an irreparable rotator cuff tear which may have contributed to implant pull out. A functional test cannot be performed in the condition it was received. As indicated in the instructions for use, pathological changes in the soft tissues sutured to the bone can prevent its secure fixation by the suture. Also, pathologic conditions of bone, such as cystic changes or severe osteopenia can impair its ability to securely fix the implant. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated.

Manufacturer narrative:
Initial reporter's foreign zip code: (B)(6).

Event description:
It was reported that during a rotator cuff tear repair, using the magnum 2 anchors, when the suture was pulled out one of the anchors pulled out. The doctor decided to open the shoulder and realized another anchor had pulled out. No patient injuries reported.